Event description:
Reprise iii study. It was reported that a transient ischemic attack (tia) occurred. Procedure summary: the index procedure was performed in (B)(6) 2015. The subject was on a prior regimen of aspirin at the time of the index procedure. Prior to the index procedure, heparin or another anticoagulant was given. The subject received a loading dose of 150 mg clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty(bav), according to the instructions for use(IFU). Next, subsequent deployment of the 23 mm lotus valve involved successful repositioning of the lotus valve with partial re-sheathing of the lotus valve in the delivery catheter and deployment into a more accurate position within the native aortic annulus, in accordance with the IFU. No reported patient complications occurred. The subject was discharged on aspirin and clopidogrel seven days post index procedure. Post procedure event summary: in (B)(6) 2020, 1736 days post index procedure, the subject presented to the emergency department(ed) with an altered mental status. Computed tomography(CT)/ computed tomography angiography(cta) scan and magnetic resonance imaging(MRI) of the brain were performed for diagnosis of a transient ischemic attack and found no acute findings. The event led to hospitalization and the subject was to continue aspirin and start statin. On the same day, the event was considered recovered. Further, the previously reported tias have been attributed to the patient's comorbidities and are not related to the lotus valve.

Event description:
(B)(6) study. It was reported that a transient ischemic attack (tia) occurred. Procedure summary: the index procedure was performed in (B)(6) 2015. The subject was on a prior regimen of aspirin at the time of the index procedure. Prior to the index procedure, heparin or another anticoagulant was given. The subject received a loading dose of 150 mg clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty(bav), according to the instructions for use(IFU). Next, subsequent deployment of the 23 mm lotus valve involved successful repositioning of the lotus valve with partial re-sheathing of the lotus valve in the delivery catheter and deployment into a more accurate position within the native aortic annulus, in accordance with the iifu. No reported patient complications occurred. The subject was discharged on aspirin and clopidogrel seven days post index procedure. Post procedure event summary: in (B)(6) 2020, 1736 days post index procedure, the subject presented to the emergency department (ed) with an altered mental status. Computed tomography(CT)/ computed tomography angiography (cta) scan and magnetic resonance imaging (MRI) of the brain were performed for diagnosis of a transient ischemic attack and found no acute findings. The event led to hospitalization and the subject was to continue aspirin and start statin. On the same day, the event was considered recovered.